Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had their device explanted around 2018-2019 due to the generator coming through the patient's skin. No other relevant information has been received to date.